Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 5 times and fired 5 reloads (2 blue, followed by 3 white). On installs 1 and 2, the first clamp was successful, and the firings were completed with no pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 3-4 pauses for compression. On installs 4 and 5, the first clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no errors in the system logs pertaining to this stapler. Images of the staple line we analyzed and there is some blurring of the images so the staple lies cannot be seen completely clearly, but there is some visible oozing from the proximal end of the visualized staple line. The staple line is buttressed, and a vessel sealer extend instrument appears to be preparing to cauterize the oozing section. Note: refer to medwatch reports (MDR) with patient identifier (B)(6) for MDR submission of the events logged against the white sureform 60 reload. .

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy, the staple line of the first blue sureform 60 reload bled. However, the bleeding was delayed and did not begin until after the subsequent fire. Additionally, the last fire using a white sureform 60 reload, also bled. Each time the bleeding was cauterized to achieve hemostasis. The surgeon used seamguard on one side of the staple line and performed a leak test via esophagogastroduodenoscopy (egd). There was no other reported medical intervention provided due to the bleeding.